Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted. The orifice was 26mm, landing zone was 18mm, and depth was 27mm. There was no leak around the lobe during procedure. The patient was prescribed dual anti-platelet therapy (dapt). On (B)(6) 2024, follow up transesophageal echocardiogram (tee) was performed. A peri device leak of 3.0-3.5mm was noted. The device had not migrated or shifted within the implant site compared to the initial procedure. The patient did not have any clinical signs or symptoms. No treatment was reported. The physician decided to monitor the patient while they remained on dapt. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of peri device leak of 3.0-3.5 mm observed during follow-up was reported. It was also reported that the device had not migrated or shifted within the implant site. There was no leak around the lobe during procedure and no treatment was required. Information from field indicated that the patient was prescribed dual anti-platelet therapy and it was decided to monitor the patient while they remained on it. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, the 45-day post tee review confirmed the reported leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.